Event description:
Information received from the field does not address the patient's clinical status but notes that post operation interrogation revealed measured battery data of 2.68 v, 124 ua. When the output was programmed to 4.5 v, 0.4 ms, the battery data was 2.67 v, 150 ua. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received